Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a bacterial infection. At the early stage of treatment, the patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event and at the late stage of treatment, the patient was treated with unspecified anti-inflammatory "needles" for the event. At the time of this report, pd therapy was stopped. Patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.